Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. From the data provided, the sodium results for 1 patient was a reportable malfunction. The initial sodium result was 122 mmol/l with a repeat result of 115 mmol/l. The initial result and the repeat result were both considered to be abnormal. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. Recent calibration and qc results were acceptable. The field engineering specialist replaced the sodium electrode, activated the electrode, performed reagent primes, and performed ise check testing. Calibration and internal qc testing were performed with acceptable results. Based on the data provided the investigation could not identify a product problem. The cause of the event could not be determined.